Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nose irritation, respiratory tract irritation, dizziness, headache, shortness of breath, sinus problems, cannot breathe out of nose, dry throat, frequent headaches and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported wrong information in section h1 as type of reported complaint and h6 as health impact grid. After review, it was determined that section h1 should be filed as product problem and h6 no health consequences or impact.